Event description:
Risk manager of reporting facility called company rep in sales to report this incident. It was reported that a nurse was assisting in an ercp procedure on a hiv+ positive pt. An exchange of devices was performed over the jagwire guidewire through the endoscope. After the exchange was completed, the nurse recognized that they had rec'd a puncture wound on there hand. The doctor and the assisting nurse further reported that they assumed the proximal end of the jagwire had caused the puncture wound. No abnormalities or defects of the device were reported. The nurse who experienced the puncture wound rec'd prophylactic treatment due to risk of blood borne pathogen exposure (hiv). It was also revealed that the nurse chose to take a medical leave of absence. The complaint device was destroyed by the user facility and the lot number was not recorded.